Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with no cracks near the battery compartment for reservoir tube window. A cracked case near the display window corners and belt clip slot was noted. The insulin pump was also received with minor scratches on the display window and a corroded battery tube.

Event description:
It was reported that there were many scratches on the insulin pump display window. Nothing further reported.